Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges severe dry mouth, shortness of breath, and headaches. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacturer in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device the device was visually inspected/scrapped due to age and no problems found - no evidence of foam degradation was found nor were there any foam particles visible.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges severe dry mouth, shortness of breath, and headaches. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacturer in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device the device was visually inspected/scrapped due to age and no problems found no evidence of foam degradation was found nor were there any foam particles visible. On the initial report, the reporter country was omitted. It has been corrected on this report.